Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of foreign material in the device packaging was confirmed but the exact cause remains unknown. One 22 ga x 0.75 in huber plus infusion set was returned for investigation. The safety mechanism had not been activated and the needle cover was present over the needle. The white end cap was not attached to the luer hub and was not returned with the device. A black material was visible within the hub through gross visual observation. Microscopic observation revealed it to resemble a plastic material. The material was able to be scraped off and removed from the hub. The material appeared to have slightly elastic properties. The photos will be forwarded to the manufacturing facility for further evaluation. Reynosa evaluation complaint due to ¿foreign material was found in luer connector¿ was confirmed but the exact cause is unknown. According with the photo evaluation performed at reynosa facility and gross/microscopic visual evaluation performed by vad field assurance the following was concluded: a black foreign material was found to be deposed within the luer hub, however it could not be identified. Contamination during the manufacturing process may be a potential root cause/contributor to the observed foreign material. A lack of a lot number made it impossible to verify the contamination was caused in our manufacturing site as well the DHR review could not be performed. Possible contributions factors include: risks of contamination during handling since the sample was returned opened and no white dust cap was attached to the luer hub. Therefore, as the definitive root cause or source of this contamination could not be determined the cause of this condition remains unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a contamination of foreign material was found in luer connector. There was no reported patient involvment.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a contamination of foreign material was found in luer connector. There was no reported patient involvment.